Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report numbers: mw5088386 and mw5089395. The events of "delayed healing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: slow healing wounds.

Event description:
Patient reported "implant placed for a reconstructive surgery when I was 16¿ and "slow healing wounds." The patient additionally reported "tetany convulsions", "shakes", multiple infections", "they made me very ill even after they were removed", "molar pregnancy", "multiple miscarriages", "dangerously low mineral counts", "recurring sinus and upper respiratory infections", "severe insomnia", "difficulty anesthetizing", "cystic acne", "unexplained weight gain", "hands and feet numbness and tingling", "shallow breathing", "low blood pressure", "low body temperature", "night sweats", "shivering in warm environments", "joint pain", "my child has also suffered with various medical issues due to the problems from the tissue expander", "son born with severe neutropenia and hearing loss."; these events are not device related. The device has been explanted. This record is for the right side.